Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 421 mg/dl. The customer treated high blood glucose with the insulin pump and declined troubleshooting for it. The customer stated that she got a cal not accepted message then a change sensor. The customer also stated that, she had an issue where the needle on the reservoir would not go all the way down. The sensor and reservoir is expected to be and insulin pump is not expected to be returned for analysis.